Event description:
This device was implanted on (B)(6) 2009 and was capped on (B)(6) 2016 due to lead stuck in header. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).